Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 24 mm, diameter 3.5 mm was used to treat a lesion in a pt. It is reported that an acs multi link bare metal stent of unk size was implanted previously. The endeavor sprint rx was implanted within the multi link stent. It is reported that the pt started to experience itching, swelling and incredible pain from about 14 days post implant of the endeavor sprint rx. The pt initially took zyrtek for the itching, but went to the ER about 17 days after the reaction had started. Prednisone was prescribed to the pt. The rheumatologist stated that the pt may be allergic to the drug on the endeavor sprint rx stent, or he picked up a virus in the hospital. The pt will see an allergist in the next couple of weeks to see if the drug was the problem.

Manufacturer narrative:
Eval results: (allergic reaction).